Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
It was reported that the device had multiple alaris errors while in use getting ¿channel disconnect,¿ and ¿channel error¿. The customer indicated the alarms caused delay but no harm to the patient.

Manufacturer narrative:
Omit: e2403 - no clinical signs, symptoms or conditions, f26 - no health consequences or impact, c20 - no findings available. Additional information: age at time of event, age unit, date of birth, adverse type, date of event, event attributed to, describe event or problem, date received by manufacturer, type of reportable events, imdrf annex a,b,c,e,f and g codes, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that multiple devices had issues during patient use, such as "channel disconnect," "continuous air-in-line when no air was present," and "channel error," the event has led to a delay in blood transfusion as well as interruption of inotrope delivery, resulted in hypotension. As a result, the patient required fluid boluses and increased medication doses.